Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl at the time of the incident. Customer¿s other relevant blood glucose levels were 250 mg/dl, 113 mg/dl, 115 mg/dl, 45 mg/dl, 180 mg/dl and in the range of 180 mg/dl to 190 mg/dl. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that the insulin pump had calibration not accepted and change sensor alerts. The sensor as well as insulin pump will not be returned for analysis.